Event description:
Device complication: caught on stnet - difficult to remove. Time of complication: during procedure symptoms: none. It was reported that the accunet 2 was used to retrieve the accunet filter basket but it got caught on the stent. The physician was able to remove the device with some difficulty. The physician felt that it was a technical issue versus a device issue. A second accunet 2 was used to retrive the filter and the retrieval was unccessful with no issues. No additional info is available.